Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was discovered that the secondary struts had never deployed. The filter was retrieved. No migration had been observed. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure the filter was manufactured to specifications. A photo was provided of the filter after the filter was retrieved. The photo shows that the secondary legs are not expanded but looks like they are slightly twisted. Based on the provided information and photo it is unknown what caused the secondary legs to be twisted and unable to expand. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: ir lead. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when they went to remove it on (B)(6)2021, it was discovered that the secondary struts had never deployed. User retrieved device. An image was taken but the device was not kept. No migration had been observed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.